Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the device screen was malfunctioning. The device was in the user¿s pocket throughout the day and later displayed a glitched screen following a shower. A replacement device was arranged, and the reported device was no longer considered water resistant. The user contacted support again regarding tracking information for the replacement device and reported that the current device powered off unexpectedly, resulting in elevated blood glucose levels. The highest blood glucose (bg) level was recorded to be 400 mg/dl. Elevated bg levels persisted for over 90 minutes and could not be corrected until backup therapy or replacement was initiated. The device did not alert the user to the high glucose level. The user reported symptoms of fatigue, numbness in the feet, altered mouth sensation, and elevated ketones. No external medical intervention was required, and no caregiver assistance was involved.